Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was not able to replicate the reported event during testing, however, system errors were found in the programmer error log.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a system error was received on more than one occasion. It was also reported the error code occured when interrogating a device. Power cycling was tried two times, but still did not clear. The programmer was returned for repair. No patient complications have been reported as a result of this event.